Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived, and technical support arranged replacement pump shipment, confirmed address, instructed customer to place malfunctioning pump into storage mode before return, to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.